Event description:
There was no adverse event associated with this complaint. The pump was returned for product analysis investigation and the evaluation revealed a dim discolored display. This report is made based on the results of an investigation completed on (B)(4) 2014.

Manufacturer narrative:
The pump was returned for investigation and device evaluation was completed by product analysis on (B)(4) 2014 with the following findings: pump not primed" warnings observed in the black box force readings do not reach zero. Rewind, load cartridge, and prime steps performed successfully with no alarms. A force sensor calibration test confirmed the sensor is detecting correct force at (B)(4) lbs. The pump was exercised for (B)(4) hours with no loss of primes occurring. The pump was opened and no damage was found to the force sensor circuit. Unrelated to the complaint, the display is dim; the letters have a red hue. Setting the contrast to the highest setting did not improve the display. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release